Event description:
Caller tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, suspect strips have been used up and discarded. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.